Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had chronically high thresholds. After 4.5 years implanted, the lead showed no capture, and had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.